Manufacturer narrative:
It was reported that the velcro tab came off of the drape and was removed by hand from the surgical site. The facility indicated that no injury resulted and no further intervention was indicated. The sample was not retained for evaluation. The velcro tab comes on the drape hooked, securely looped together and not easily removed. A root cause has not been determined.

Event description:
The facility reported that the velcro tab came off of the drape and was found in the operative surgical site.